Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during patient use, 32 hours after the catheter was placed into patient's body, the saline bag was found empty. A catheter leak was suspected. It is unknown if the catheter was replaced. Follow up attempts were made to get additional information however were unsuccessful. No patient harm or consequence was reported.